Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the mounting hardware for the back cane broke on the right side.